Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention, the device was unable to cross the lesion. The 98% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). The lesion was dilated with a 2.5x15mm maverick balloon. The 4.0x28mm promus element stent was advanced but was unable to cross the lesion. The procedure was completed with another 4.0x28mm promus element stent. There were no patient complications reported and the patient status is good. However; analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). A visual and microscopic examination identified distal stent damage.the distal stent struts on the rows 3,4, 5 and 6 of the stent was damaged. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to anatomical and/or procedural factors encountered during the procedure. (B)(4).